Event description:
It was reported by the rep that the customer is having problems with the pmw35 staplers. In the last two weeks, (3) have failed to form staples correctly (the number of cases is unknown). Also (3) pmw35 devices had the staples loose in the package (these were the only devices saved and being returned). Another device was used to complete the cases. There was no consequence to the pts.